Manufacturer narrative:
The service rep found camera needs adjusting. System operates as intended.

Event description:
Customer reported that image has a blooming effect. Customer can use system in manual mode for brightness and contrast. No patient injury.